Event description:
Reporter alleged obtaining discrepant results when comparing blood glucose monitoring device to another method of meter. Reporter stated readings on meter were low (37 mg/dl) and compared to another meter with a result of 307 mg/dl. Reporter indicated no treatment was received and once re-coded the device, it generated a result of 314 mg/dl. Reporter stated no controls were used.